Manufacturer narrative:
It was noted that this complaint could not be confirmed. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completeion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported, during use the machine was powered on and could not advance past the running diagnostics test. As a result, the procedure was delayed greater than 30 minutes.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. A follow-up is being generated due to the medwatch being reclassified to a serious injury.

Event description:
E-mail received from the affiliate reported that: "after switch on the power, the machine just log in 'running diagnostic test' and unable to pass and reach the main screen. Hospital run the machine according to the instructional menu, there is no any ot setting changes that may affect functioning of the machine. On (B)(6) 2013, the affiliate provided the following information: "the unit was not involved with any patient incident; however, the surgery was delayed for more than 30 minutes". We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. A follow-up is being generated due to the medwatch being reclassified to a serious injury.